Manufacturer narrative:
Eval method code b02 has been added.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable glucose result for 1 patient with accu-chek inform ii meter serial number (B)(4). The result from the meter at 13:35 was 31 mg/dl. The result from the meter within 5 minutes was 113 mg/dl. It was not known which result was correct.